Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. The sample was visually inspected and no issues were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2014 and suture was used. The surgeon reported that the suture was weak and breaking. There were no adverse patient consequences reported.